Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted. During a routine 45-day follow-up examination, a computerized tomography (CT) scan revealed a laminar, non-mobile thrombus on the face of the closure device. The patient was placed back on anticoagulation medication (eliquis) for six (6) weeks and will have a repeat CT scan at that time.